Event description:
It has been reported to philips that the azurion system would not start up and a reboot did not resolve the issue. The system was not in clinical use. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system is not booting up. Fse found that issue was with x-ray pc. Fse replaced x-ray pc and the software was loaded. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.